Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been may 2, 2023.

Event description:
It was reported that the patients ipg was no longer working an intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patients ipg was no longer working an intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.